Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the escape and act button were unresponsive. The customer¿s blood glucose level was unknown. Customer also reported random no delivery alert and the plastic tab breaks every time when the reservoir was changed. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No delivery/occlusion alarm during priming anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. No unexpected time/clock anomalies noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).